Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
Information received on a remote transmission indicated the left ventricular (lv) lead had high threshold and was unable to maintain capture safety margin and therefor there was the possibility of loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.